Event description:
I had the essure procedure done in 2011. Since then I have experienced severe cramping, long periods, headaches, and now I have fibroids. This device has turned my world upside down. The insurance will not pay to have it removed so I have to pay out of pocket fees.